Event description:
It was reported that a patient experienced a connection issue with a patient line during peritoneal dialysis therapy. The patient was connected at the time of the event. The patient line of a homechoice cassette disconnected during therapy. The patient would not complete therapy at this time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.